Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through that the patient underwent heart transplantation. It was reported that the patient outcome was considered to be device or therapy related and that device parameters (flow, speed, power) were within normal limits.